Manufacturer narrative:
The reported event of premature separation was confirmed. As received, a catheter was returned in one piece with blood noted on the distal cap. Visual inspection found the tether control knob was in aligned position. X-ray examination found one of the tether wires slipped inside the release tether screw and the bullets were found misaligned inside the distal cap as received, which could have contributed to the events reported in the field.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the catheter after fixating. The physician was satisfied with the location of the lp and completed the procedure. There were no patient consequences.